Event description:
Wire wouldn't advance the filter from storage tube. The user tried pushing and pulling back via thumb release. The entire system was removed and replaced with another of the same make. The filter was placed within the targeted area with no further complications reported.